Event description:
Cutter separated into pieces while cutting a plate ((B)(4)). Rep was not present in case.

Manufacturer narrative:
The plate is an associated item and was not returned so it cannot be determined whether the plate was a contributing factor. However, the investigation performed showed clearly that the hinge broke because of inappropriate user handling in terms of cutting inappropriate products and inappropriate cleaning and maintenance. Indication for material or manufacturing related problems were not found in these investigations.